Manufacturer narrative:
On (B)(6) 2023, the distributor reported the additional information: pump was received and troubleshooting found that the pump battery charged without any issues. Pump history found no issues had occurred on the reported event date. History showed pump being charged and as battery depleted, customer received appropriate low power alerts. No alerts/alarms were observed that indicated a pump failure issue. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery had an unspecified issue. Customer's blood glucose was 350 mg/dl. Customer reverted to using an alternate method of insulin therapy.